Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery when inserting the device through the channel, the sutures tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1588rt-j batch 15405109 was received for evaluation. Visual inspection revealed that the suture system was broken. Frayed pieces of the suture loops remained on the button and showed signs of excessive force. The white suture exhibited frayed tips, suggesting potential mechanical stress or damage. Functional testing cannot be performed as the device was damaged. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. Directions for use dfu-0147. Tightrope® devices g. Precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.